Event description:
It was reported that during a demonstration of the ventilator, the audio alarm did not sound when the alarm message was displayed on the ventilator monitor. When the ventilator was examined, it was discovered that the connection for the audio alarm on the audio board was loose. The wire for the alarm was reconnected and then the audio alarm functioned normally. Note: there was no pt involvement in this event.

Manufacturer narrative:
No device returned for evaluation.